Manufacturer narrative:
Additional narrative: patient¿s weight is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw inserter was damaged. The issue was found pre-operatively. The device was received damaged wherein the sleeves were twisted. It is unknown how the sleeve got twisted as it was received that way. There was surgical time delay of thirty (30) minutes in length due to the device being damaged when it was received. (B)(4).